Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer sometimes uses the same cartridge longer than recommended and uses u-200 humalog brand insulin, tandem technical support educated caller that cartridges should be changed every 72 hours with mobi pump and u-200 humalog is off label. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed the cartridge and resumed insulin therapy.